Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The remainder of the investigation is in progress. A supplemental report will be provided pending completion, or upon receipt of new information.

Event description:
The customer reported that the swab from the ID now covid-19 2.0 test kit broke inside the patient nose and the swab tip became lodged inside the nose during sample collection on (B)(6) 2024. The customer was able to remove the lodged swab tip from patient's nostril using tweezers and reported minor bleeding. The patient was discharged without any problems.

Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. Testing was performed at abbott diagnostics scarborough, inc. On retain kit lot 000m904803, inspected collection swabs from ID now covid-19 2.0 retain kit lot 000m904803, and inspected retain kits for all manufacturing and labelling defects. No broken or defective patient swabs were observed, and the customer's complaint was not replicated. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 192-000j/lot: 000m904803, test base part number 192-430/ lot 000m904803. The lot met the required release specifications. A review of the complaints reported as nosebleed from broken swab related to kit lot 000m904803 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue.

Event description:
The customer reported that the swab from the ID now covid-19 2.0 test kit broke inside the patient nose and the swab tip became lodged inside the nose during sample collection on (B)(6) 2024. The customer was able to remove the lodged swab tip from patient's nostril using tweezers and reported minor bleeding. The patient was discharged without any problems.